Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the drill bit broke off into the femur and was left in the patient.

Manufacturer narrative:
Visual inspection confirmed that the drill bit is fractured. Dimensions were found conforming to print specifications where measured. Hardness test was performed and found device to be within specifications. Surgical notes were not provided. This device is used for treatment. Instrument/provisional use and care package insert indicates that "breakage can occur for instruments subjected to high loads or impacts"; this is therefore a known inherent risk of the procedure. Given the potential field age of 15+ years, and based on a review of the device and information available, the cause for the reported event appears to be normal wear and tear from usage.